Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: cib, (B)(6), rep, will turn off in the middle of use. [Update - loss of light for 30 seconds. Same device used to complete the procedure. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a torn, disconnected beam sensor wire lug connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.